Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the infusion would revert to 100 during surgery, regardless of what they set it at. The nurse stated that infusion pressure went to just 3 dashes - they set fluid air exchange (fax) to 35 but it kept going back to 100 and the nurse kept lowering it to 35 through the rest of the case. The surgery was completed and no harm to the pt was reported.